Manufacturer narrative:
(B)(4). A labeling review found that all printed pouches for disposable products intended for single use are labeled with "this device is intended for single use only". A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed.

Event description:
The customer contacted baxter's technical services center regarding an alarm, which occurred on the home choice (hc) during dwell 1. The home patient (hp) stated that when alarm occurred she disconnected supply bag, connected a new bag and completed therapy. The baxter technical service representative (tsr) advised hp not to disconnect/reconnect bags. There was patient involvement but there was no patient injury or medical intervention was reported.